Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The device sensing vector was in the primary vector at the time of the shocks. Technical services advised to try the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.